Manufacturer narrative:
The associated legion ps high flexion articular insert, genesis ii cmt tibial baseplate and genesisi ii oxinium ps femoral component were returned and evaluated. A lab analysis conducted during this investigation indicated that the examination showed bone cement and bone was present on the fixation surface of the femoral component and the tibial baseplate, scratches were observed on the superior surface of the tibial base and the articulating surface of the femoral component that were likely created by instruments during removal of the devices. Some discoloration, damage, and deformation was observed on the articular surface of the tibial insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. No material deviations were identified during this investigation. A clinical evaluation noted that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Our investigation including a review of the manufacturing records for the insert and the tibial baseplate did not reveal any deviation from the standard manufacturing processes. The batch number of the femoral component was covered by the bone cement, therefore a review of the manufacturing records could not be performed for this part. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to remove implants. No further information is available yet.